Event description:
It was reported by the customer that, before use, the system 98 xt intra aortic balloon pump had a broken power outlet on the power supply. No patient was involved in the event. The device has been out of service for several years and spare parts are not available, therefore it is not repairable.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11.it was reported by the customer that, before use, the system 98 xt intra aortic balloon pump had a broken power outlet on the power supply. No patient was involved in the event. The device has been out of service for several years and spare parts are not available, therefore it is not repairable.

Event description:
It was reported that before use cs300 intra-aortic balloon pump (iabp) displayed. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). A supplemental report will be submitted upon completion of our investigation.